Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in sweden underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced abdominal pain. It was reported that patient probably has an infection. The patient has been treated with unspecified IV antibiotics since the procedure.